Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).

Event description:
The hospital reported that over the last couple of weeks during endoscopic vein harvesting procedures, five short port btt black inflation valves came out from the port. As a result, the balloons would not remain inflated. The procedure was completed without the tunnel. The hospital did not report any patient complications. Since it is unknown the date of event(s), the quantity used in each event and the product lots numbers, all three will be tracked under one case. This report is for the first device.